Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('second is received in 2 fragments') and pelvic infection ('pelvic infection') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included nocturia (nocturia), bladder pain (bladder pain), loop electrosurgical excision procedure (leep), cervix cerclage procedure (cerclage.), fatigue (fatigue), nausea (nausea), abdominal pain (abdominal pain), urinary frequency (urinary urgency), urinary urgency (dyspareunia), dyspareunia (coital bleeding), coital bleeding (mood swings), mood swings (irritability), irritability (bloating), bloating (back pain), back pain (interstitial cystitis), cystitis interstitial (urodynamics), urodynamics measurement (abnormal vaginal bleeding), vaginal bleeding (constipation), constipation (nickel sensitivity), nickel sensitivity (cervical polyp) and cervical polyp. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic infection (seriousness criterion medically significant). The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the device breakage and pelvic infection outcome was unknown. The reporter considered device breakage and pelvic infection to be related to essure. The reporter commented: discrepancy added: essure insertion date as per mr is (B)(6) 2014,wheras date in case is (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2019: study documented bilateral essure stent tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: mr received: reporter added, medical history added, test added, added event second is received in 2 fragments and made medical significant and intervention required due to surgery. And event pelvic infection.reporter causality comment added. Fu 3 and 4 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('second is received in 2 fragments') and pelvic infection ('pelvic infection'). In an adult female patient who had essure inserted for female sterilisation. The patient's medical history included: nocturia (nocturia), bladder pain (bladder pain), loop electrosurgical excision procedure (leep), cervix cerclage procedure (cerclage), fatigue (fatigue), nausea (nausea), abdominal pain (abdominal pain), urinary frequency (urinary urgency), urinary urgency (dyspareunia), dyspareunia (coital bleeding), coital bleeding (mood swings), mood swings (irritability), irritability (bloating), bloating (back pain), back pain (interstitial cystitis), cystitis interstitial (urodynamics), urodynamics measurement (abnormal vaginal bleeding), vaginal bleeding (constipation), constipation (nickel sensitivity), nickel sensitivity (cervical polyp) and cervical polyp. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic infection (seriousness criterion medically significant). The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the device breakage and pelvic infection outcome was unknown. The reporter considered device breakage and pelvic infection to be related to essure. The reporter commented: discrepancy added: essure insertion date as per mr is (B)(6) 2014, where as date in case is (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2019, study documented bilateral essure stent tubal occlusion. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 07-jul-2020: pif received : previously reported event "injury" updated to "removal". Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.